Event description:
It was reported that one infusor elastomeric device was observed with a leak (into the over-pouch). According to the report, the customer stated that the device was filled with fluorouracil 6800mg in sodium chloride 0.9% bp. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Photographic evidence of the reported malfunction have been provided and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from july 11, 2012 to july 12, 2012. Evaluation summary: the actual device was not returned; however, the photographs of the device received were evaluated. Photographic examination was unable to verify the reported condition as no clear evidence of leakage was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.